Manufacturer narrative:
Concomitant medical products: product ID: 429888, lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The outputs were adjusted and the lead remains in use. It was noted that the patient is taking part in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.